Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had no delivery alarm during manual prime. The customer blood glucose was 406 mg/dl. Customer states getting a no delivery alarm while doing the fill tubing customer states while changing her set, after rewound, as she connects reservoir and tubing and loaded the reservoir to the pump customer got a no delivery alarm. The customer was assisted with troubleshooting and the insulin did not exit. Customer states she changed the infusion set while on the call and when she tried reconnecting the plunger and push an insulin and it exits. Offered to troubleshoot high blood glucose but she declined. The insulin pump will not be returned for analysis.